Event description:
It was reported by the caller that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and manual insulin injection. Reportedly, air bubbles were observed within the pump supplies. The customer changed the cartridge and resumed insulin.